Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the implantable cardioverter defibrillator exhibited myopotential oversensing that led to pacing inhibition. The noise was reproducible in clinic. Programming changes were made. The patient was in stable condition and will continue to be monitored.